Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the lead dislodged and that the patient had a pulmonary embolism. During the repositioning attempt, it was noted that the helix had separated from the lead was still fixed in the right ventricular apex. The bulk of the lead was explanted, with the helix remaining inside the patient. A new lead was then implanted. No further patient complications have been reported as a result of this event.